Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
In this case, the valve serial number and implant date is not available. The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms.  They have been reported as a rare complication following surgical or transcatheter aortic valve replacement.  This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication.  In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the cardiac fistula cannot be confirmed, however, per the authors it was related to patient factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: alexander p. Kossar, md, filippo ravalli, bs, isaac george, md, giovanni ferrari, phd, hiroo takayama, md, phd ,  ¿aortic root replacement for a tavr-induced aortic root-to-right ventricular fistula¿ the annals of thoracic surgery (2020).

Event description:
Per the article "aortic root replacement for a tavr-induced aortic root-to-right ventricular fistula",  post-tavr it was observed an aortic root-to-right ventricular fistula with associated pseudoaneurysm requiring surgical aortic root replacement. According to the authors, the patient underwent an uncomplicated tavr procedure with a 29mm sapien 3 valve. Tte on post operative day (pod) 1 revealed severe left atrial and moderate right atrial enlargement, moderately increased right ventricular size with preserved systolic function, trace mitral regurgitation, mild tricuspid regurgitation, and mild to moderate pulmonary regurgitation without an abnormalities involving the aortic bioprosthesis, aortic root, or ascending aorta. The patient presented for routine follow-up on pod #9 with complaints of fatigue and mild exertional dyspnea since the procedure.  A repeat tte on pod #31 demonstrated progression of ra, and la enlargement, a tethered tricuspid valve (tv) with severe tricuspid regurgitation (tr), mildly elevated rv systolic pressure and a fistulous communication between the aortic root and rv with left-to-right shunting. Tee on pod #45 further characterized the aoroot-rv fistula and associated aortic pseudoaneurysm, severe enlargement of the rv, and progression of the la enlargement. The decision was made to proceed with elective surgical repair.   The patient was discharged to rehabilitation facility on pod14.